Event description:
During a routine device replacement procedure, it was noted there was low pacing impedance and noise on the right atrial (ra) lead. The ra lead was capped and a new ra lead was placed to resolve the event. The patient was stable.